Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).UDI: (B)(4). The device history record (DHR) for the 30 in. (76cm) dual port single bladder ats cylinderical cuff, part number 60750000500 and lot number z000009987, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from welland county hospital that a 30 in. (76cm) dual port single bladder ats cylinderical cuff was not holding air. On (B)(6) 2018, a returned product investigation was performed on the 30 in. (76cm) dual port single bladder ats cylinderical cuff. The physical evaluation revealed that the returned cuff was leaking around the perimeter seal and also failed the leak test. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 30 in. (76cm) dual port single bladder ats cylinderical cuff was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. However, the root cause of similar failures, per scar-01926, was due a need to assess all tooling for rectification, an lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. The scar encompasses medplast cuffs (item: (B)(4) and lot: z000009357). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The tourniquet was put on initially and it was realized that it was not holding air. Before surgery started, during prep. The tourniquet was a month old. No additional surgical intervention required. Just grabbed another tourniquet. No patient harm or injury. No delay in surgery. It was replaced with another before the surgery started.